Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, scratched in the optical part. The lens was jammed and the haptic was torn off. The lens was removed from the capsular bag and replaced with a similar one. Additional information was requested and received there was no patient harm and issue was resolved. The lens available for return.

Manufacturer narrative:
Only photo was returned. Photo review: the returned photo shows activated company device with the plunger advanced outside the tip of the nozzle. The condition of the device cannot be confirmed from the returned photo. The lens is visible outside of the device. The condition of the lens cannot be confirmed from the returned photo. Based on our observation of the attached photo, no determination of damage/condition of the device and the lens can be made without the evaluation of the physical product. As the lens is outside of the device, we are unable to confirm the lens and the haptic position for advancement. A final root cause cannot be determined based on available information and without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).